Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as steps to resolve the stimulation sensations since implant, device r programming and adjustments occurred. These steps eased some of the pain/discomfort as they learned how to use the device programming and adjustment volume. The patient reported that the jolting in certain positions had resolved with programming and adjustments made to the device. If additional information is received, a follow up report will be sent.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that prior to now the patient was able to feel a jolt or increase when they changed certain positions in (B)(6) 2013 and now that was no longer the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.